Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00585, 1225714-2013-00586, 1225714-2013-00587.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.